Event description:
Pediatric pt is a subject in a clinical trial sponsored by a (B)(6). On (B)(6)2011, study investigator informed dexcom that pt experienced a broken sensor wire. Patient's mother reported that, upon removing the sensor, the sensor wire was not visible. Patient's mother was unsure whether or not the wire fell off or was retained underneath patient's skin. Pt had no injuries, and no medical intervention was required.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.